Event description:
It was reported the programmer will not interrogate or print and the power cord needs to be replaced. The rf head was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm that the programmer could not interrogate. The device did have a broken power cord bay drawer. (B)(4) - the rf head cable tested out of electrical specification.